Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage keypad trace. No blank display, no insulin pump powering down on its own, or being stuck on screen anomaly noted and the insulin pump is not getting hot during our testing. The lcd board is ok. The pump has minor scratched lcd window, cracked case near display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the insulin pump was stuck on a screen then it becomes really hot and it powers down. Customer's blood glucose was 12 mg/dl. Customer does not recall any significant event that my have caused the device to alarm. Customer was advised to discontinue use of the device and revert to back up plan. No further info reported.